Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was using a capio. He used the capio slim on the patients' right side successfully, and on the left side needle head broke off the gortex suture bullet into the device. The doctor threw a new suture and had a successful ssl fixation on the left side but wanted to understand where the previous bullet went for their count. After case was complete he broke open the metal capturing portion of the device and the bullet was inside. The incident did not have any negative impact on the patient's outcome.

Manufacturer narrative:
(B)(4). Report number 3004365956-2019-00132 was submitted as a serious injury incorrectly. The event should have been coded as a malfunction. Report number 3004365956-2019-00132 is a malfunction.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number nor product code was provided. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause.

Event description:
It was reported that the doctor was using a capio. He used the capio slim on the patients' right side successfully, and on the left side needle head broke off the gortex suture bullet into the device. The doctor threw a new suture and had a successful ssl fixation on the left side but wanted to understand where the previous bullet went for their count. After case was complete he broke open the metal capturing portion of the device and the bullet was inside. The incident did not have any negative impact on the patient's outcome.